Event description:
It was reported the patient's ((B)(6)) lead exhibited elevated impedance readings during intra-operative testing. Pre-operative diagnostics indicated no impedance issue. The lead was found to be visibly kinked. The physician opted to not remove the lead and will monitor the patient.

Event description:
Additional information received indicated no interventions are planned at this time to address the lead. The lead remains implanted and patient is receiving therapeutic benefit.